Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform displacement test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test or verify a33 alarms due to blank display. Device received with loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 236 mg/dl at the time of the incident. The customer reported she received an a33 alarm when changing the infusion set. The alarm continued after restarting the insulin pump. The customer was advised that the insulin pump needed to be replaced. The insulin pump is expected to be returned for analysis.